Event description:
Caller reported a malfunction in pump identified by code 199, indicating an error with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer and confirmed the shipping address. The customer was advised on using multiple daily injections as a backup therapy during this period and received instructions on how to put the pump into storage mode for return with a prepaid label. The customer acknowledged and understood the instructions provided.